Event description:
Unrequested pca bolus delivery reported. It was reported that the pump delivered an unrequested pca/bolus dose when either the button handle or the cord is "moved". There was no pt or prescription info available. There was no incident report generated. There was no pt harm reported. The customer contact states "this was caught almost immediately after set up". Though requested, this was all the info available.